Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia while asleep, with ilet audible alerts prompting roommates to wake the user, after which the user treated with oral glucose sources and blood glucose rose above 70 mg/dl within about 30 minutes; the user had been disconnected from the ilet prior to the event and reported anorexia, long work hours, and a physically demanding job. Symptoms included low blood glucose with impaired recollection consistent with hypoglycemia. Outcomes included resolution at home without need for medical intervention. Investigation included review of available user reports and troubleshooting and education with the user. Investigation of this case revealed no device alarms at the time of the event and no device malfunction identified, with contributing factors possibly related to user condition and disconnection from the system. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.